Manufacturer narrative:
Initial.

Event description:
It was reported that two insulin cartridges showed uneven plungers that led to leaking from the reservoir during preparation and use of the ilet system. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of information provided by the user. Investigation of this case revealed a leak associated with the reservoir seal consistent with a device leak/splash from the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.